Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to applied stress, external factors, or user handling. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the angle lever of the device had an abnormality, and returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.